Manufacturer narrative:
The customer's test strips and cobas h 232 analyzer were provided for investigation. The customer's test strips (lot 194356) were measured on the customer's cobas h 232 analyzer (serial number (B)(4)) and on a qualified cobas h232 with two native blood samples and one spiked blood sample (c=450 ng/l). Each blood sample was tested twice on each meter. The blood samples were also measured on a cobas e411 analyzer. Results: mean of the measurements on cobas h232 from the customer: first native blood sample: <40 ng/l. Second native blood sample: <40 ng/l. Spiked blood sample (c=450 ng/l): 480 ng/l. Mean of the measurements on a qualified cobas h232: first native blood sample: <40 ng/l. Second native blood sample: <40 ng/l. Spiked blood sample (c=450 ng/l): 485 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml. Second native blood sample: 4.24 pg/ml. Spiked blood sample (c=450 ng/l): 487.1 pg/ml. The results of all measurements fulfill requirements. No reason for the discrepancy could be determined. Handling errors could not be excluded. There was no indication of a product problem.

Manufacturer narrative:
Patient complained on (B)(6) 2017 about retrosternal pressure and dyspnotic symptoms for several hours. Initial testing took place at a different site with the cobas h 232 meter. Due to the high result from the cobas h 232, the patient was sent to the customer site and hospitalized. Testing of serum sample, which resulted with a tnths value of 3 ng/l the e601 analyzer occurred at the same site where the initial cobas h 232 testing was performed. The physician at the customer site was informed immediately of the low result from the e601 analyzer. On (B)(6) 2017, two lithium heparin plasma samples from the patient were tested for tnths at the customer site and each resulted as 4 ng/l. On (B)(6) 2017, a lithium heparin plasma sample from the patient was tested at the customer site, resulting with a tnths value of 5 ng/l. Since all tnths results were negative, no invasive diagnostic testing was performed on the patient. The patient was released from the hospital and a follow up cardiological examination was recommended. The tnt test strip expiration date is (B)(6) 2018. The cobas h 232 analyzer serial number was (B)(4).

Manufacturer narrative:
Relevant retention tnt test strips of lot 194356 were measured on a qualified cobas h232 with three native blood samples and one spiked. Blood sample (c=450 ng/l). Each blood sample was tested with three test strips. The blood samples were also measured on a cobas e 411 immunoassay analyzer (e411). Results: mean of the measurements on qualified cobas h232: first native blood sample: <40 ng/l. Second native blood sample: <40 ng/l. Third blood sample: <40 ng/l. Spiked blood sample (c=450 ng/l): 444 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml. Second native blood sample: 3.80 pg/ml. Third native blood sample: <3.00 pg/ml. Spiked blood sample (c=450 ng/l): 434.4 pg/ml. The results of all measurements fulfill requirements. Four samples from the patient were provided for investigation, but these were not shipped in accordance to temperature requirements. The patient samples (tube 1-4) were measured on an e411 analyzer. Cobas e411 results: first tube: 5.54 pg/ml. Second tube: 3.90 pg/ml. Third tube: not possible to measure, no value was received after 3 measurements. Fourth tube: 5.26 pg/ml. One native blood sample was spiked with sample from the patient (first, second and fourth tube) and were measured on a qualified cobas h232. One test strip of relevant retention tnt test strip lot 194356 was used for testing of each sample. Spiked blood sample, first tube: <40 ng/l. Spiked blood sample, second tube: <40 ng/l. Spiked blood sample, fourth tube: <40 ng/l. On the basis of these results, interference testing was not possible.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result when testing a patient sample for roche cardiac trop t (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not released for distribution in the united states, nor is it like or similar to a product released for distribution in the united states. Roche markets two tnt test strips, roche cardiac trop t sensitive and roche cardiac t quantitative troponin t. It was asked, but it is not known which specific test strip product was used. The heparin treated whole blood sample was tested on the cobas h 232 analyzer at a different site and resulted with a tnt value of 464 ng/l. The heparin treated whole blood sample was repeated on the cobas h 232 analyzer, resulting as 471 ng/l. A serum sample from the same patient was tested for the elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module (e601), resulting with a value of 3 ng/l. Plasma was prepared from the same heparin treated whole blood sample used for the cobas h 232 testing and tested for tnths on the e601 analyzer, resulting as 4 ng/l. The sample was also tested for troponin I on an abbott analyzer, resulting in values < 10 ng/l. Biotin concentration was also analyzed in the sample and was found not to be elevated. None of the samples showed any signs of hemolysis. No adverse events were alleged to have occurred with the patient. The serial numbers of the cobas h 232 analyzer and e601 analyzer were asked for, but not provided. The lot number of the tnths reagent used on the e601 analyzer was 195500. The reagent expiration date was asked for, but not provided. Upon initial investigations, it was determined that the clinical picture of the patient does not support an elevated tnt result. False low results are also extremely rare.